Manufacturer narrative:
(B)(4). Dexcom labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a skin reaction. Date of issue is an approximation. The sensor was inserted in to the arm on (B)(6) 2017. The patient's mum stated that she did not remember the details of the reaction but when she removed the sensor, she had applied cortisone cream and anti-fungal cream that was prescribed by a local general practitioner on (B)(6) 2017. At the time of contact, the patient was doing fine. No additional patient or event information is available. It was reported that the sensor was inserted into the arm. Dexcom labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly. No data was provided for evaluation. The reported event could not be determined. A root cause was not determined.